Manufacturer narrative:
Product event summary #geo event description: it was reported that premature battery depletion was suspected. Preliminary geo assessment: eri measurement lock-up is suspected. Ppr gives longevities between 5 and 9.7 years. Preliminary geo conclusion: eri measurement lock-up corrects itself, should not be explanted.

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.